Event description:
From staff: surgeon was performing a robotic total knee arthroplasty. As the surgeon was inserting a screw through the faceplate specifically used with the rosa robot, the head of the screw broke off. The surgeon was not able to remove the screw at the time. As requested per the surgeon a maestro drill was set up and used with a metal cutting burr to cut through and remove the faceplate. The surgeon was able to safely and completely remove the body of the screw.